Event description:
Epidural catheter broke as it was being removed and approx 5 cm of catheter was left in the epidural space. No attempt to remove the retained portion of catheter as the risk of surgical excision far outweighs the benefit.